Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome handpiece was not functioning during surgery. Additional clinical follow up determined that the surgeon tested the dermatome after he put on the blade, however the device didn't sound quite right. The hose connections were adjusted and the surgeon thought it would be acceptable since only a small graft was required. As the graft was being harvested the device lost some power and the graft was crinkled. An additional graft was required which left the patient with 2 donor sites. The second graft was taken with the same device and there was a minimal delay of approximately 5 minutes.